Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was having issues with the monitors flickering on and off during their clinical case. The site had called into tech support (ts) requesting assistance on the issue. Ts recommended checking the cables that go into the back of the monitor. The site had checked all necessary cables and the issue hadn't happened while on the phone with the site any longer. They did also mention that there were grey lines going across the screen with their orthogonal views. There was less than an hour delay in the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Additional information was received and added to the patient information and event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the procedure was delayed 5-10 minutes. The site has had a couple of successful cases since the reported issue.